Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results and e-5 recall notice. The customer did not report getting have an e-5 error, but wanted to know what e-3 mean on the meter she has gotten e-3 twice. The customer called concerned with test results from results obtained of 84, 72 and 76 mg/dl. The customer stated his expected blood glucose test result range is 120 -140mg/dl fasting am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room, but test strip transferred from one vial to another, same lot #zd6307s. The test strip lot manufacturer¿s expiration date is 06/24/2027 and per the customer the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : 84mg/dl date: 6/1/2026 time: 7:04am non-fasting am , result 2 : 72mg/dl date: 6/1/2026 time: 6:04am fasting am, result 3 : 203mg/dl date: 6/1/2026 time: 12:09am non-fasting am , result 4 : 116mg/dl date: 5/31/2026 time: 9:10pm fasting am , result 5 : 76mg/dl date: 5/31/2026 time: 5:57pm fasting pm.